Event description:
A family member reported that the patient experienced a blood glucose (bg) of 575 mg/dl with moderate ketones and abdominal pain. The family member reported that she inserted a new site for the first time the previous night. The patient reportedly just started on the pump earlier in the week. The patient's reported bg at the time of the site change was 322 mg/dl. The patient's bg reportedly elevated to 489 mg/dl later that night and was up to 575 mg/dl by early the next morning. Customer support instructed the family member to remove the site and the canula was bent. The family member reported that there was no redness, leaking, or bleeding at the site. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: information from the reported failure date is overwritten in the black box and history, no activity outside of normal use is observed in the available dates. The pump passes a 24hrs run test without any alarms. A 29 h flow accuracy test was performed on the pump. The pump passed the test, and it was found to be delivering within the requirement. The force sensor calibration reading is below specification. .the force sensor circuit was disassembled, no damage is observed to the force sensor plate, force sensor resistance reading is within specification. Tdd observed to add up correctly, and to reflect user's programmed basal rate targets. The pump powers up normally and primes successfully. Unrelated to the complaint, the display was observed to be reddish, and faded. A test display was used during investigation, the pump was able to boot up with a fully illuminated display screen. The pump's cover was removed, no moisture ingress is observed inside the unit. The pcb was inspected; no intermittent condition or damage was found.